Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing record for this particular batch # 8351356 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be determined.

Event description:
It was reported that during a coronary durg eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent to the 80% stenosed lesion located in the severely tortuous, mildly calcified circumflex (cx) artery. As they were crossing the bifurcation of the obtuse marginal (om) artery, the taxus stent met with another one that was planted previously in the om. The two stents twined with each other and the taxus stent dislodged from the balloon. The stent was located in the distal cx and was successfully removed. The procedure was not completed at this time. No patient injuries or complications occurred. Patient status is satisfactory.